Event description:
It was reported that detached filter limbs (quantity unk) were identified in the periphery of the lung two yrs post ivc filter implant. There has been no intervention. The filter and detached limbs remain implanted. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter and detached limbs remain implanted. Therefore, a device eval could not be performed. The investigation is currently underway.